Manufacturer narrative:
(B)(4)

Event description:
It was reported that pacing inhibition due to possible myopotential oversensing was observed on stored egms. Programming changes were made and no issues have been noted since then.